Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported she was overdosed once and hospitalized for more than 24 hours during the time of the implant. It was unknown what medication the pump delivered. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4). Catheter model # 8709 lot # j11148r57 implanted on: (B)(6) 2002 explanted on: unknown.